Event description:
The customer reported observing a leak from the unicel dxh 800 coulter cellular analysis system while the instrument was in shutdown. The customer stated that approximately ten (10) milliliters of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat and eyeglasses at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a leak from a loose quick disconnect (qd281) attached to the sample line at the peltier module. The fse reattached the tubing which connects to the peltier module by the quick disconnect qd281 to resolve the leak. (B)(4).